Event description:
It was reported that the power cord on the stenoscope system was arcing. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord was repaired during the service call. The system was tested and found to be working as intended, and put back into service.